Event description:
An 18 gauge angiocath was inserted into chest for thoracentesis. Done under ultrasound guidance. Md created a side port on the catheter. Upon removal of catheter, it broke and 11 mm remained in the pleural space.